Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Evaluation of the instrument revealed that the screw that secures the movable and stationary handles together is loose and appears to have been removed from the instrument. Evaluation of the screw and penned areas revealed that the screw was securely penned to the instrument during the manufacturing process. The penned areas appear to be properly formed and should have been sufficient to hold the screw in place. The condition of the penned areas and scratches on the screw and metal surfaces near the screw suggest that an attempt was made to remove the screw/disassemble the instrument. This instrument is not intended to be disassembled. There were no other anomalies noted on this instrument including metallurgic defects. The mechanism appears to function properly and the cutting surfaces appear to be sharp and anomaly free. Corrective action is not deemed necessary based on the analysis results. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the screw from the codman lumbar kerrison rongeur fell into patient's body. Surgeons spent 40 minutes looking for the screw during the surgery.